Event description:
It was reported that the patient had been very close to lightning and it "did something" to the leads and "fried" them. The implantable neurostimulator and leads were explanted. The patient experienced a loss of therapeutic effect. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28 lot# v552242, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Supplemental information received reported that the patient's unit came out of the pocket. It was unclear whether it was this device or the patient's next device (please refer to MFR report # 3004209178-2013-04835). If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)